Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate erratic results. This complaint is being reported because it is not known whether the results meet lifescan precision criteria as no specific results were noted. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.